Manufacturer narrative:
The pipeline device has not been returned for evaluation. The event could not be confirmed and the event cause could not be determined from the reported information.

Event description:
Medtronic received report that a pipeline device was stuck in the capture coil during a procedure. It was reported that the distal section of the pipeline was deployed out of the catheter and opened normally. At deployment of the proximal section, the physician rotated the push wire as per IFU, but could not "open the ped's head part". The physician adjusted the tension in the catheter, but was still unsuccessful in opening the pipeline. The system was removed from the patient. There was no report of patient injury as a result of this event. The patient is currently stable.

Event description:
Medtronic received additional event information: the patient was undergoing treatment for an unruptured, saccular aneurysm in the left ophthalmic internal carotid artery (ica). The aneurysm was not previously treated. The aneurysm had a max diameter of 23.65mm and neck width of 9.81mm. Landing zone artery size was 4.41mm proximal and 3.86mm distal. Vessel tortuosity was moderate. A continuous heparinized saline flush was used during the procedure. The pipeline was advanced through the catheter with resistance. At deployment of the proximal section of the pipeline, the physician rotated the push wire 10 times as per IFU, but the pipeline could not be released from the capture coil.

Manufacturer narrative:
Based on the analysis findings, sem analysis, and the reported event details, the customer¿s report of ¿ped stuck inside capture coil¿ issue was not confirmed. The cause for the reported experience could not be determined as the pipeline braid and the capture coil were not returned; therefore any contributing factors from the pipeline braid and the capture coil could not be assessed. In regards to the ¿resistance during delivery¿ and ¿catheter resistance¿ issues, the customer¿s report was confirmed as the pipeline pushwire was observed to be separated. The failure mode for the ¿pushwire separation¿ issue is consistent with features indicative of fatigue fracture that are visible on the fracture surface. It is possible that the patient¿s moderate vessel tortuosity may have contributed to the reported ¿resistance in the middle section¿; subsequently causing the pushwire to become separated. In this event, user error may have contributed to the reported issues as the physician continued to advance the device despite the ¿resistance¿. Per our instructions for use (IFU): ¿if high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Detachment can be facilitated by slowly rotating the delivery wire in the clockwise direction and/or manipulating the microcatheter by locking down the delivery wire and moving both as a system. After the distal end of ped has successfully expanded, deploy the remainder of ped by pushing the delivery wire and/or unsheathing the ped. Manipulation of the microcatheter by locking down the delivery wire and moving both as a system may facilitate expansion of the ped. If the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment such as severe intracranial vessel tortuosity or stenosis.¿ coating damage on the pushwire appeared to have been caused by mechanical scraping and abrasion by a metal torque device (pin vise) and/or rhv valve. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
Additional information, device evaluation the pipeline pushwire was returned for evaluation. As received, the pushwire was within a catheter with an rhv attached to the catheter hub. The pipeline braid was not returned for evaluation. For further examination, the rhv was removed from the catheter hub and the pushwire was pushed out of the catheter with no issues. The tip coil and capture coil were found to be separated and missing from the pipeline pushwire. The pushwire was found to be separated approximately 7cm from the proximal bumper. The total length of the returned pushwire was measured to be approximately 178cm. The coating of the entire pushwire length was examined under a video inspection system; coating damage was observed approximately 2 to 9cm from the proximal end. The broken end of the pushwire was cut and sent out for further analysis. Device investigation is ongoing; a follow-up MDR will be submitted when investigation is complete.